Manufacturer narrative:
All buttons function properly and no button error alarm was noted during testing; however, there were corroded keypad traces. The pump was also received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was sleeping and the insulin pump was in her pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.